Event description:
It was reported to philips that the system failed to boot due to a database access error on an azurion 7 b12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recreated the database and performed a forced restart, restoring the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).